Event description:
On (B)(6) 2009 the caller reported that the patient received an e10 (cartridge) error on the infusion device and the piston rod is making a lot of noise. Upon follow up with the patient on (B)(6) 2009, his caregiver reported that the infusion device makes an unusual noise when she attempts to perform the change cartridge procedure. She stated they noticed the noise this morning. She stated that the piston rod retracts but 315 never displays on the screen of the infusion device. She stated that the infusion device has not been dropped. The patient switched to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.